Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's left ventricular (lv) lead had high and unstable thresholds, and inability to consistently capture. A lead integrity alert (lia) was triggered on the right ventricular (rv) lead. In addition, the rv lead had high impedance and a confirmed fracture. Both of the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined this device performed as described in the field action. Concomitant medical devices: d314trg crt-d, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had high and unstable thresholds, and inability to consistently capture. Approximately a week later, the right ventricular (rv) lead had high impedance and a confirmed fracture. Both of the leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.